Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse tested the iabp and verified that the ECG was working normally; however, the fse reloaded b14 software due to error code #53 in data logs. The iabp passed all calibration, functional, and safety tests performed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to obtain an electrocardiogram (ECG) signal. The cables were replaced; although, an ECG signal was still not obtained. The iabp was replaced with another to continue therapy. There was no patient harm or adverse event reported.